Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineer g4: PMA/510(k): k130520 patient height: 177cm patient's bsa: 1.82m2 visual inspection of the actual sample upon receipt found no anomaly such as a breakage. After rinsing and drying the actual sample, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was confirmed to meet the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg [circulation conditions] blood flow rate: 5l/min and 3l/min, v/q:1, fio2: 100% [o2 transfer volume] @5l/min: 302ml/min., @3l/min: 201ml/min [co2 removal volume] @5l/min: 266ml/min., @3l/min: 179ml/min the data of pump record: after starting extracorporeal circulation with a gas flow rate of 2 l/min and fio2 of 55%, pco2 tended to increase and reached 81.5mmhg. At this time, po2 was 110.7mmhg. The gas flow rate was then increased, and when it was increased to 10l/min, pco2 had decreased to 39.2mmhg. Furthermore, when fio2 was increased to 90%, po2 increased to 377.8mmhg. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, the gas transfer performance of actual sample after rinsing met the factory's specifications, and no anomaly was found. As a cause of occurrence, following factors were inferred based on our past experience. However, it was not possible to clarify the cause of this case from the investigation result. It was inferred that regarding fio2 at the time of use, the patient's oxygen consumption was increasing, but the amount of oxygenation was not keeping up, which caused decrease in svo2 and the event may occurred. It was inferred that due to the influence of carbon dioxide gas swept into the operative field, pco2 of the blood temporarily increased, causing pco2 of the blood flowing into the oxygenator to increase. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during extracorporeal circulation, gas transfer did not occur. Although there were signs when blood gas measurements were taken one hour after the start of circulation, the condition worsened significantly after approximately two hours. Both the fio2 concentration and gas flow rate were significantly increased, and ultimately fio2 was increased to 90% and gas flow rate to 7l/min, with fio2 stabilizing at 85%. Since the circulation time was expected to be short, the procedure was continued without replacing the oxygenator. The procedure outcome was not reported. The patient was not harmed. There was no patient injury/medical or surgical intervention required.